Manufacturer narrative:
Additional information was added to adverse event problem. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set was leaking. It was further reported that "when the bag is spiked, the spike falls out".this issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.